Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer will be dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A service quote was provided to the customer and upon follow-up, the customer stated they could not confirm that odor/smells was an issue and declined service on the unit. Therefore, odor/smells was not confirmed and not considered a reportable event since this was not confirmed.